Event description:
An adult pt was undergoing an hv lumbar shunt. The neurosurgeon successfully inserted the catheter with the use of the guide. There was no trouble inserting the guide wire into the catheter. Upon removal of the guide wire from the catheter, the guide wire unraveled and kinked. The procedure was delayed for a couple of minutes. The catheter was not damaged therefore, a revision was not required and the pt was not injured. The md does not use an instrument to insert the guide wire, she uses her hand to insert it.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.